Event description:
The customer reportedly obtained a "hi" (greater than 600 mg/dl) and 176 mg/dl on the accu-chek advantage system within a ten min timeframe. No actions taken or treatment rendered based on the results. No adverse event reported. New system sent to customer and return requested.